Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low bun (blood, urea and nitrogen) results were obtained on their unicel dxc 800 instrument and the results were reported out of the laboratory. When the operator discovered the low bun results, the lab re-ran the samples on another analyzer and found the bun results to be about 5-6 units higher. Creatinine was also analyzed on the samples but the creatinine results were not questioned. The customer amended the bun results and filed 17 corrected reports. Five examples of the erroneous and corrected data were provided. However, no patient or sample data was provided by the customer. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any change to patient treatment.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The customer had changed the reagent, cleaned the eic (electrolyte intake cup), replaced the stir bar and cleaned the bun electrode. The bun electrode was replaced and this resolved the issue. This is 1 of 17 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This is one of seventeen (17) separate medwatch reports being submitted as this event involves 17 separate patient events that were reported out of the laboratory.